Manufacturer narrative:
The reported events of no capture, noise, and oversensing were not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up post implant. It was noted that continued noise was observed in both the bipolar and farfield as well no capture on the right ventricular lead. The right ventricular lead was explanted and replaced. The patient was stable.